Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Per tandem's user guide: "always twist the tubing connector between the cartridge tubing and the infusion set tubing an extra quarter of a turn to ensure a secure connection. A loose connection can cause insulin to leak, resulting in under delivery of insulin. This can cause hyperglycemia (high bg)."

Event description:
In was reported that the t:lock connection was not securely connected. Customer¿s blood glucose (bg) level was 516 mg/dl. Customer delivered a bolus to address bg level. Tandem technical support guided the customer through tightening the t:lock connection.